Manufacturer narrative:
(B)(4). Clip. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, two conforming clips and three clips with gap were fed. Finally, the device locked out as intended but the orange indicator was visible at 14th firing sequence, thus, it was not completely visible. This finding is not related with the incident reported. It could not be determined what may have caused the found malformed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was not firing correctly. Unknown how case was completed. Unknown if there was an adverse patient consequence.